Event description:
A device report from synthes (B)(6) indicated a hospital in (B)(6) reported: during insertion of two locking caps, the square thread broke off. One turn of the thread broke off.this is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. Review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition. The device was returned and the investigation is ongoing.

Manufacturer narrative:
Device used for treatment and not diagnosis. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history records review has been requested.

Manufacturer narrative:
Additional narrative: the investigation has shown that the beginning of the threads is sheared off. The review of the product history revealed that the implant was manufactured according to the specifications. No manufacturing related issues were found. The exact cause of failure could not be determined. A possible failure reason could be the application of high lateral forces on the locking cap already engaged in the screw or cross-threading. Placeholder.